Event description:
It has been reported to philips that the system is not booting up. None of the monitors or controls are working. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed the issue system not booting up. Upon troubleshooting fse found that the host pc was powered up but no power to the hdd (hard disk drive) and found hdd (hard disk drive) to pc issue. To resolve the issue, fse reseated hdds and cables and cleaned hdds and pc from major dust and fluff. Fse replaced the new hdd. After the replacement of the hdd (hard disk drive), the system was returned to use in good working order. The codes were updated based on the investigation outcome.